Event description:
In (B)(6) 2024, the user's hearing with the device became worse. The air and bone conduction thresholds did not change compared to previous measurements. It was assumed that the coupling of the floating mass transducer (fmt) was no longer sufficient. The device has been explanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to post-operative migration of the floating mass transducer (fmt) from the round window, leading to an insufficient auditory perception with the device. The cartilage which had initially been placed between the round window and the fmt, had been reabsorbed which might have contributed to the displacement of the fmt. Further it was reported that in situ testing prior to the revision surgery was indicative of a device malfunction, but device investigation did not confirm it. Mechanical damages found during device investigation are attributable to the removal surgery. This is a final report.

Event description:
In (B)(6) 2024 the user's hearing with the device became worse. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.